Event description:
The dental implant fx4512swc was removed on (B)(6) 2018 due to failure to osseointegrate 17 days after implantation. The patient has no significant medical history. The patient required bone augmentation for the surgery. The patient has recovered without complications.